Event description:
It is reported that the surgeon could not insert the articular surface properly. He completed the surgery with another articular surface of the same size.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.